Event description:
Boston scientific received information that this subcutaneous lead was attempted at implant. The lead was inadvertently inserted into the subclavian artery. The lead was then removed and a pressure dressing was applied. The implantable cardioverter defibrillator (ICD) implant procedure was postponed and performed the following day. No additional adverse patient effects.

Manufacturer narrative:
(B)(4). As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.